Manufacturer narrative:
The device was not yet returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that an a1059 mayfield modified skull clamp knob had trouble closing and needed repair. The date of the event was not specified. There was no patient contact, injury, or surgery delay reported. Additional information received on 14aug2018 stating that the issue was discovered during inspection.

Manufacturer narrative:
The device was returned for evaluation. With respect to the complaint, it was confirmed that the returned unit did not meet all specific functional test. Unit received with the lock having both rotational and lateral movement and hard to lock and a residue buildup is present. Upon disassembly repair noted the index knob and the lock will need new components added to replace worn internal parts and needs to be machined to have heli-coils added to large starburst threads. The set screw in the swivel base was tight. Device history record reviewed for this product manufactured 2005 showed no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. The complaint is likely caused by wear and tear over time. The definite root cause cannot be reliably determined.